Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had symptoms such as vomiting and treated with insulin pen. Customer reported that the high blood glucose levels began on (B)(6) 2017. Mother reports alarm did not occur during manual prime. Mother confirmed she would not find the cannula bent or blocked. Mother declined troubleshooting and was only calling to report the issue for a replacement. Mother stated everything is fine now.